Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: -> device is showing tf 446030, tf 446029, tf 485001, tf 431017, tf 431002 while performing tsw after replacing new blower. -> after replacing main board these tf's are gone but o2 input flow test is failed in tsw and o2 is not increasing above 21%. -> when started ventilation, the device the ventilation got cancelled with tf 231013, but this tf is not recorded in logs.